Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge and infusion set had been in use beyond labeling, the customer had been reusing cartridges, not removing air from cartridges, and the customer loaded cold insulin into the cartridge. Tandem clinical support educated the customer on insulin labeling. Customer changed infusion set to address occlusion. Customer¿s blood glucose level was 250 mg/dl.